Event description:
At approximately 1800 on 10/29/99 the abbott axsym analyzer in the main laboratory ran out of solution #3 (matrix cell wash). The sensor on the instrument did not alarm. During this time the pt was tested for ckbm and troponin twice. The cardiologist responded with a hearth cath procedure. Nothing was remarkable and the pt was discharged to his home.